Manufacturer narrative:
A ge rep evaluated the system and replaced the c-arm cable. The system operates as intended.

Event description:
The customer reported the system displayed grainy images and locked up. No patient injury was reported.